Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were all connections checked? ¿no information. Was a leakage found?...no, it wasn¿t. How was the case completed? ¿no information. Lot number if available ¿no information.

Event description:
It was reported that the patient underwent an orthopedic surgical procedure on unknown date and the reservoir was connected to a drain. After the procedure, the reservoir stopped suction in the ward. It was swollen at that time. It was also reported that the leakage was not found. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Actual sample returned and evaluated. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. Visual inspection was performed, and no void, hole or channel was found. The zip tie that holds the plate was inspected and was in good condition. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and that did not happen.